Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was indicated that the operating system for the smart device was not a supported system, which is off-label usage of the device. It was determined that loss of connection was related to the mobile application. It was indicated that the operating system for the smart device was not a supported system which is patient misuse. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.